Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was complaining of their pump not being in the right place and wanted to have it relocated to another area where it does not bother them. They stated they needed to have it relocated so that they don't hurt themselves. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.